Event description:
The customer contacted physio-control to report that their device powered off twice by itself during a patient event. Each time the device was powered back on by the customer. After the device was powered on the second time, the device remained powered on. The device was used only for monitoring the patient. This issue is patient related; however there was no adverse patient outcome.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control later evaluated the customer¿s third party usb data cable. It was observed that the wire for the 12 volt signal was broken and became electrically shorted to ground when the cable was manipulated. The short caused the test device to power off; therefore it¿s reasonable to conclude that the cause of the reported issue was the third party usb data cable.